Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type: lead. Product ID 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with a neurostimulator for spinal pain. It was reported that the lead was the only product involved in this event. The patient was implanted on (B)(6) 2016 and complained of abdomen pain radiating around the back to the belly button. This began occurring after implant, but before stimulation was turned on and was sudden in nature. The lead was removed the same day that the patient was implanted and an MRI was taken after removal and it had hematoma. The implanting physician thought that this was the cause of the abdominal pain. The patient has had no pain since the lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.